Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated they are experiencing shocks at the implant and pocket site. Patient states this sensation is very different than the normal stimulation sensations they felt with the therapy. Patient also states they are experiencing extreme arm pain and it keeps going numb. Patient stated this all started this weekend. Patient called their managing doctor and they told them to go to the ER. Patient has since turned stim off which has helped with the shocking but not the arm pain. Patient confirmed no falls or trauma recently. Agent reviewed a medtronic rep can be at the ER to assist with checking the implanted system. Agent provided patient with nas's number for hospital staff to call.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.